Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on broken lung and lung parenchyma during right lower lobe dorsal segment nodular resection, the device did not fire and the surgeon was unable to squeeze the handle. They replaced another device to complete the case. There was no patient injury.